Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated proximal aortic neck); unapproved use of device (device oversizing). Conclusion: device failure/lack of effectiveness related to patient condition (angulated proximal aortic neck); operational context contributed to event (device oversizing).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. The proximal aortic neck was 17 mm in diameter and 15 mm in length. The proximal aortic neck is angulated. It was reported that a proximal type I endoleak was observed on final angiogram. The physician performed a touch-up however, the proximal type I endoleak did not completely resolve. The physician decided to implant an endurant cuff which reduced the endoleak however did not completely resolve. The physician believes the endoleak will resolve without intervention. No additional clinical sequelae were reported and the patient is fine.